Event description:
A customer reported that a pt experienced a corneal burn during a procedure. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and two of the customer's handpieces and no problems were found. The system was then tested and met product specifications. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).